Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, was exhibiting a high pressure alarm. It was reported the device was just placed with the end user the day before the event. No adverse patient effects were reported. No additional information is available.

Manufacturer narrative:
(B)(6).